Event description:
The customer called and said customer's dr's office printed the suspect device memory for customer's blood glucose tests. A value of 892 mg/dl printed and then the result was found in the suspect device memory.